Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-20 user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that had not received the products, will check the mail box.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back test results of 269, 160 and 109 mg/dl fasting. The customer's expected fasting blood glucose test result range is 100 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 06/30/2020 and test strips were opened last week. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with memory results: 269mg/dl: (B)(6) 2018, 2:20 am fasting. 160mg/dl: (B)(6) 2018, 2:22 am fasting. 109mg/dl: (B)(6) 2018, 2:22 am fasting.